Manufacturer narrative:
Event date (B)(6) 2017 no longer applies to this event.

Event description:
Additional information was received. It was reported that the patient first started experiencing the fluctuating feelings of withdrawal on (B)(6) 2017. It was further noted that the specific symptoms the patient reported were just that they felt ¿different¿ to normal. It was reported that the patient had not used the pump since and the pump is now filled with normal saline and not morphine. It was noted that the dose of morphine prior to the event is unclear, appears to be 900 mcg morphine sulphate/day. It was reported that there was never any volume discrepancy and the fluid volume was always as expected. No action was deemed necessary as the remaining pump volume was expected. The patient has not returned since 2015. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event was previously report as only a product problem. It should have been reported as an adverse event and product problem.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the patient attended a pain clinic for a refill of a synchromed 2 pump and complained of fluctuating feelings of withdrawal. The pump was refilled and the nurse reported the incident to medtronic. It was reported that it appeared that the pump was malfunctioning. It was reported that there were no known environmental/external/patient factors that may have led or contributed to the issue. There was no troubleshooting done and the patient attended for pump refill of baclofen and the refill was completed. It was reported that no interventions/actions were taken. It was reported that the issue was resolved at the time of the report. It was reported that no surgical intervention occurred and no surgical intervention was planned. No further complications were reported and/or anticipated.